Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported fracture of implant's shoulder. Doctor does not know whether to remove the implant or to put it to sleep.